Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs were not available for review.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The procedure was completed as planned with no delays. A post-procedure chest x-ray detected the pneumothorax, and a chest tube was placed to resolve it. The patient is currently admitted, and further details were not provided. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.